Event description:
The customer reported that during a hepatitis surface antigen assay, a sample barcode in position a10 was misread. Summit sample handler, was in use. No death or serious injury was associated with this event. An orthro field svc engineer was dispatched.